Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions. During the device evaluation, service found the angle of curvature was insufficient due to the elongation of the angle wire. The angle knob play was out of specification due to the extension of the angle wire. The curved rubber adhesive was chipped. The water drainage function was out of specification due clogging of the air/water nozzle. The tip cover was crushed due to external factors. The light guide lens was cracked due to external factors. The illumination lens was chipped due to external factors. Switch 4 was scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tip of the zoom was not functioning properly [image from the subject device was blurry]. There was no patient or user injury reported.